Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The device was evaluated upon receipt. No errors were found with unit. Regular field test described at the service manual. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed correction: d,h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water patches did not fill properly in an arctic sun device. Per review of wo on 27jan2026, there was no patient involvement. Per follow up information received via mail on 27dec2025, this wo is a field one, technician would attend it today.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water patches did not fill properly in an arctic sun device. Per review of wo on 27jan2026, there was no patient involvement. Per follow up information received via mail on 27dec2025, this wo is a field one, technician would attend it today.